Event description:
The user received a sodium result of 123 mmol per l for one pt lithium heparin sample. As a result of the low ise result, the doctor started an IV, treated the pt and ordered other tests provided as "basic, una rand, osmo and uosmo rand". The doctor called the lab and stated he did not believe the result of 123 mmol per l since a specimen drawn from this pt later on (B) (6) 2009 had a sodium result of 138 mmol per l. On (B) (6) 2009, the tech pulled the sample and repeated testing on the integra 800 (B) (4) with a result of 137 mmol per l. The pt was redrawn on (B) (6) 2009 and a sodium result of 125 mmol per l was generated. The doctor questioned the sodium result for the redraw specimen. The tech repeated testing on the integra 800 (B) (4) with a result of 133 mmol per l. The tech then repeated the sample on the original integra 800 with sodium results of 135 and 137 mmol per l. The user stated she does not know what was in the IV and has no way to find out as she feels she cannot approach the doctor for this info. No info was provided to determine if the pt was adversely affected due to the treatment. The user stated she questioned the draw of the samples, but did not offer any evidence to support this.

Manufacturer narrative:
The field service rep found the ise fluidics were dirty and cleaned them. He verified the analyzer performance by performing a check test, ise performance check, calibration and qc.